Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the cartridge was leaking at the septum. Custom had not yet loaded a new cartridge at time of call, but would reportedly do so at a later time. Customer's blood glucose was 514 mg/dl. Elevated blood glucose was addressed with a bolus via the pump.